Event description:
The customer reported that the unit shut down and alarmed while in use on a patient, and then would not power back on. The customer reported there was no patient harm. At time of service, the manufacturer's service technician was unable to power on the ventilator completely through power on self test. The service technician replaced the cpu pcb board to correct the finding. Extended self testing was completed and all tests passed per operating specifications.